Event description:
A customer contacted beckman coulter inc. (Bec) stating that the sample probe wash station was intermittently overflowing in the immage 800 immunochemistry system. The customer stated that the fluid leaked from the sample probe wash station and on to the top of the instrument. The customer stated that fluid leaked into the sample carousel compartment. The fluid was not contained. The customer was wearing a lab coat, gloves and protected eyewear at the time the leak was discovered. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
The customer stated that calibration and qc (quality control) for b2m (beta-2-microglobulin) were in range but erratic. The customer cleaned up the leak according to laboratory procedures. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse tested the system and could not replicate the reported leak. Fse verified the security of the syringes and fittings. The fse then swapped the motion controlling boards to determine if the reported leak can be transferred to the opposite side. No transfer of leak can be found. The reported leak could not be identified or replicated; accordingly the cause of the sample probe wash station is unknown. Failure mode: unknown - the leak could not be verified or replicated. (B)(4).